Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 400 mg/dl, he bolus with the insulin pump active insulin was showing but his blood glucose was not going down started this morning blood glucose was 152 mg/dl but it went to 414 mg/dl after taking a bolus with the insulin pump for breakfast. Customer current blood glucose value was 393 mg/dl. The customer was assisted with troubleshooting and declined. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump for under delivery, due to blood glucose not coming down with bolus. Customer stated that they did not used auto mode feature at time of high blood glucose event. The customer stated that the blood glucose dropped to 359 mg/dl that he now did not feel the insulin pump was the issue that it could be the stress he had been going though after a serial of events took place with him and his body. The insulin pump will not be returned for analysis.